Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event while connected to the mobile power unit was confirmed via the submitted log file. The mobile power unit (mpu) was not returned for analysis. The submitted log file contained data spanning approximately 34 hours (31mar2021 ¿ 05may2021 per the timestamp). The log file captured no external power alarms on 11apr20221 at 11:40:10 to 11:44:11, and on 21apr2021 at 01:52:24 to 01:52:25 due to the rsoc and bus voltages dropping below the minimum threshold voltage while connected to the mobile power unit. This was due to a lack of external power. The alarms resolved when external power was restored, and the system controller backup battery supported the system during all losses of power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Multiple attempts were made to gather additional information about the reported event such as if the mpu is returning, serial number of the mpu, if the mpu has a v-lock connector on the ac power cord, if it is known if the power cord came loose at the wall outlet or the back of the unit, and if there were any environmental circumstances that would have affected ac power at the time of the event; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook under section 3 ¿powering the system¿ covers how to ensure that the mobile power unit is plugged in to ac power properly. It also covers how to make sure to pull back on the end of the power cord to ensure a secure connection has been made. In addition, heartmate iii patient handbook mentions that the mobile power unit should not be plugged into an outlet that is controlled by a wall switch or an outlet that is on a multiple outlet adapter (power strip). Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in outpatient clinic and had several power and flow elevations. It was reported that the log file review noted several power/flow elevations. The log file also captured no external power events on (B)(6) 2021 that were caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The log file continued to note several power and flow elevations throughout the event history. Related manufacturer number of pump: 2916596-2021-02588.